Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One screw-vent implant, straight, with mtx selective surface (svb10) was returned for investigation. Visual inspection of the as returned product identified signs of wear around the external threads due to usage. Appropriate documentation was reviewed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (svb10) was performed for similar event and no complaint about nonconforming products was identified. Therefore, based on the available information and dimensional analysis, device malfunction did not occur and the reported event could not be verified since it is a medical condition and no x-ray or pictorial evidence was provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Brand name is unknown, item and lot number is unknown. 510k is unknown.

Event description:
It was reported that the implant at tooth site # 10 was removed due to bone loss. As a result of the bone loss the patient presented with pain and inflammation.